Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed first cylinder outer tube had a hole caused by a sharp instrument at the proximal end, and second cylinder kink resistant tubing (krt) showed a hole from sharp instrument damage; second cylinder passed the leakage test. The ms pump passed visual inspection with no damage or abnormalities observed and passed the leakage test but failed activation tests 2 and 3. The sharp instrument damage observed on the device is considered a secondary issue; therefore, the allegation of mechanical issue and hole/perforation cannot be confirmed. However, there are several modes that could lead to mechanical issues and hole/perforation, which include but are not limited to device malfunction. Based on the information available and analysis results, the failure of the pump that did not pass the functional activation test 2 and 3 could have caused or contributed to the device being explanted, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the cylinder connecting tube, therefore; both cylinders and the pump were replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the cylinder connecting tube, therefore; both cylinders and the pump were replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and mechanical malfunction are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of hole/perforated allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.